Event description:
The coil prematurely detached in non-cordis mc. During the coil embolization within the aneurysm measured 7.1 mm x 6.2mm and neck 3.1mm, the orbit complex fill coil (6x15) prematurely detached in the excelsior microcatheter mc). There was a one-to-one relationship between the orbit complex fill detachable coil system and mc, which was verified under fluoroscopy. However, resistance was encountered during insertion into the mc, and consequently, the detachable coil system and mc were removed together. Further information indicated that the excelsior mc was reshaped prior to use, and the shaping was done with the shaping mandrel. There was no calcification/tortuosity present. Resistance felt at the proximal shaft of the mc. Prior to this coil, other coils advanced through the same mc (excelsior str) without resistance. It was unknown if continuous flush was maintained within the mc. There was no resistance between the gw and mc when accessing the target site. They removed the coil and mc together as one unit. A prowler 14, 90' mc and other coils were used to complete the procedure. There was no adverse effect to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet completed. Please note additional information will be submitted within 30 days upon receipt.